Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. The sample was received with an inlaid stylet and attached t-lock assembly. Catheter buckling was observed just distal of the molded joint. Resistance was experienced when attempting to remove the inlaid stylet. The catheter tubing bunched during such attempts. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, multiple leaks were observed emanating from splits between the molded joint and approximately 1cm distal of the molded joint. After wetting the stylet, it was removed without difficulty. Tactile inspection of the sample revealed tensile weakness in the vicinity of the splits. Microscopic inspection of the leak sites revealed diagonally aligned splits located within diagonally aligned impressions. The splits exhibited sharply defined edges. Following longitudinal bisection of the catheter in the vicinity of the splits, microscopic inspection of the inside surface revealed longitudinally aligned scoring marks. The damage on the inside surface was more extensive than that on the outside surface of the catheter. The difficulty observed when removing the stylet and the adherence between the stylet and the catheter indicated that the stylet was manipulated prior to wetting. The features on the inside surface and the split characteristics were consistent with damage caused by the inlaid stylet. It appeared that an attempt was made to remove the stylet prior to wetting and that attempt caused the stylet to abrade the inside surface of the catheter, resulting in the observed splits.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Not returned.

Event description:
It was reported that the catheter had a hole in the connection.